Manufacturer narrative:
H3) the cable, field generator, and axiem portable were returned for analysis. Functional testing determined that all the components were functioning as designed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 733597, product ID: 9731203, product ID: 9660651, h3: a medtronic representative went to the site to test the equipment. The emitter, electromagnetic localization system portable system, and power data cable were replaced. The navigation system then passed the system checkout and was found to be fully functional. H6: b01, c07 and d02 apply to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used for a tumorectomy procedure. It was reported that on the equipment screen the emitter was not connecting. Navigation was changed to optical mode and the procedure was completed. There was no delay and no impact on patient outcome. Damage was visually confirmed and the probable cause was deterioration.